Event description:
There was an allegation of discrepant inr results with a coaguchek inrange meter compared to a eurolyser cube analyzer. The meter result was 3.3 inr. The analyzer result was 2.36 inr. The timeframe between tests was approximately 1 hour. The patient¿s therapeutic range was not provided.

Manufacturer narrative:
Section e3: occupation is patient/consumer. The test strip lot number and expiration date were not provided. The test strips were requested for investigation. The patient compared the meter to a laboratory using an unknown method and the results were 2.1 inr and 2.2 inr. The patient no longer questions the results. No product was returned. As no product was returned, the cause of the event could not be determined. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. H3 other text : na.